Manufacturer narrative:
The returned product consisted of the encore pi. A visual inspection of the device revealed that the device's pouch was stuck on the seal of the plastic tray. Additionally, the media attached to the parent shows pictures where portions of the inner pouch got stuck on the seal on the plastic tray where the encore device is packaged while it was being removed. This investigation has been assigned the conclusion code cause not established following a review of the reported event details, available information, and product record review. In this case, the device returned for product analysis, but it was not possible to identify the most probable cause of the reported event.

Event description:
It was reported that packaging seal was compromised. The target lesion was located in the superficial femoral artery. An encore 26 peripheral intervention inflation device was selected for use. Prior procedure, it was noted that the protective paper tears easily and some pump was sticking to the plastic blister. There were no visible damage to the outer packaging. However, a potential risk of sterility being compromised due to the torn paper layer that may have come into contact with both the outer and inner surfaces of the packaging and the device itself. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that packaging seal was compromised. The target lesion was located in the superficial femoral artery. An encore 26 peripheral intervention inflation device was selected for use. Prior procedure, it was noted that the protective paper tears easily and some pump was sticking to the plastic blister. There were no visible damage to the outer packaging. However, a potential risk of sterility being compromised due to the torn paper layer that may have come into contact with both the outer and inner surfaces of the packaging and the device itself. The procedure was completed with another of the same device. There were no patient complications.